Event description:
The facility reported a battery depleted error code 570. Info was not provided regarding whether or not the failure occured during an infusion. No reports of any pt incident involving this pump.